Event description:
It was reported that a patient underwent open heart surgery on (B)(6) 2013 and a reservoir was used. It was noted that after priming the bulb, the valve dislodged. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the valve was detached and had fallen inside the reservoir.